Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.7, lab: 8.0, time between testing: three hours. Lab test was done because pt started having uncontrolled bleeding from gums, eyes and nose. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.